Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported the catheter was placed on (B)(6) 2016. The clinician noticed the tubing was damaged under the clamp and not coming back to normal state between sessions. They were concerned with the quality and long term use of the vectorflow with the tubing narrowing. The catheter was removed on (B)(6) 2016 due to being dysfunctional, thrombus, and low flow. There was no patient death or complications reported.